Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. On march 2006, the patient was seen by a company representative for device evalulation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.